Event description:
It was reported to the manufacturer by the end user, per the end user, "patient sat on edge of bed and slide out." No injuries were sustained. (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.